Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) et tube, cf, 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was seated into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. It could not be determined if the connector was seated properly per the IFU prior to disconnecting during use. The sample was reviewed with r & d engineers. Dimensional inspection was performed on multiple dimensions of the connector. The connector was scanned to create a stl model in order to get more accurate measurements. The inner and outer diameters at the distal tip of the connector were measured with reference to product drawing 05000-00 rev f. The inner diameter was measured to be 0.2725" which is outside of the specification (0.276" +/- 0.002") on the lower end. The outer diameter at dimension "h" on the product drawing was measured to be 0.3313" which is also outside of the specification (0.332" +/- 0.004") on the lower end. The outer diameter at the end of the connector (location "t" on the drawing) was measured to be 0.3144" which is within the specification (0.316" +/- 0.005"). Two connectors from current manufacturing production were also tested and found to be within all specifications. Preventative actions have been previously implemented at the manufacturing site to prevent this issue from occurring. A vision system was implemented via (B)(4) on (B)(6) 2022 to check for proper insertion depth of the connector. Procedures were also updated at the same time to add further inspection points and testing during production to ensure connectors are within specification. The returned connector was manufactured prior to these preventative actions. The device history review for the et tube,cf,7.0 lot# 73e2100787 investigation did not show issues related to the complaint. The IFU for this product, l000623 rev 00, was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." Although the root cause could not be determined, preventative actions have been previously implemented at the manufacturing site to prevent this issue from occurring. A vision system was implemented via (B)(4) on (B)(6) 2022 to check for proper insertion depth of the connector. Procedures were also updated at the same time to add further inspection points and testing during production to ensure connectors are within specification. The returned connector was manufactured in (B)(6) 2021 (lot 73e2100787), prior to these preventative actions being implemented. The reported complaint of detached - connector could not be confirmed based on the returned sample. However, preventative actions have been previously implemented at the manufacturing site to prevent this issue from occurring. A vision system was implemented via (B)(4) on (B)(4) 2022 to check for proper insertion depth of the connector. Procedures were also updated at the same time to add further inspection points and testing during production to ensure connectors are within specification. The returned connector was manufactured prior to these preventative actions. Other remarks: the customer provided additional event information: the patient was not intubated before arriving in the ER at 2309 on (B)(6). The disconnection did not occur during transport it occurred while the patient was in the ICU. The ventilator alarms sounded immediately, was reconnected, saturations did not improve, and the patient coded. There was no reported sedation of the patient; it was reported that the patient did not cause the disconnection. No restraints were in place to prevent movement of the patients' arms; the patient's head was moving because of the tube becoming disconnected; the nurse was not in the room when the event occurred. The ett was immediately reconnected to the ventilator; the length of time the patient was disconnected from the ventilator is unknown. The same ett remained in the patient, and it was used while bagging the patient. The timing for development of shock after rosc is unknown. The disconnection for patient #2 occurred the next day.

Event description:
Reported event: all of the following was reported by the customer representative. During use, a patient's et tube became disconnected where the tube connects to the 15 mm connector. The patient coded. The patient had a history of copd and chf and presented in the emergency department via ems on (B)(6) due to shortness of breath. The patient did not have an et tube on arrival to the emergency department. The et tube was found disconnected at the connection point on the et tube at approximately 1354. At this point the patient was moving his head back and forth and the oxygen saturation had dropped. The ventilator was alarming. The ICU team arrived at bedside and the patient developed cardiac arrest with pea. As per acls protocol, the patient received two rounds of CPR and two rounds of epinephrine and subsequently achieved rosc. The rhythm was noted to be atrial fibrillation with heart rate between 90-100 beats/min. The patient subsequently developed shock for which the patient was administered pressor support with levophed, vasopressin and stress dosage steroids. The family was updated at the bedside and the code status updated to no CPR. The patient was terminally extubated on (B)(6) at 1723. Reported event: all of the following was reported by customer representative. On 12/20 there was a second event at the same hospital in which an et tube (same catalog number) disconnected where the tube connects to the 15 mm connector. That event occurred while an MRI was being performed on patient. The second patient was extubated, there was no re-intubation, and after a few days the patient was discharged to home. (MDR #3003898360-2023-00103).

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: all of the following was reported by the customer representative. During use, a patient's et tube became disconnected where the tube connects to the 15 mm connector. The patient coded. The patient had a history of copd and chf and presented in the emergency department via ems on (B)(6) 2022 due to shortness of breath. The patient did not have an et tube on arrival to the emergency department. The et tube was found disconnected at the connection point on the et tube at approximately 1354. At this point the patient was moving his head back and forth and the oxygen saturation had dropped. The ventilator was alarming. The ICU team arrived at bedside and the patient developed cardiac arrest with pea. As per acls protocol, the patient received two rounds of CPR and two rounds of epinephrine and subsequently achieved rosc. The rhythm was noted to be atrial fibrillation with heart rate between 90-100 beats/min. The patient subsequently developed shock for which the patient was administered pressor support with levophed, vasopressin and stress dosage steroids. The family was updated at the bedside and the code status updated to no CPR. The patient was terminally extubated on (B)(6) 2022 at 1723. Reported event: all of the following was reported by customer representative. On (B)(6) 2022 there was a second event at the same hospital in which an et tube (same catalog number) disconnected where the tube connects to the 15 mm connector. That event occurred while an MRI was being performed on patient. The second patient was extubated, there was no re-intubation, and after a few days the patient was discharged to home (MDR #3003898360-2023-00103).

Event description:
Reported event: all of the following was reported by the customer representative. During use, a patient's et tube became disconnected where the tube connects to the 15 mm connector. The patient coded. The patient had a history of copd and chf and presented in the emergency department via ems on (B)(6) due to shortness of breath. The patient did not have an et tube on arrival to the emergency department. The et tube was found disconnected at the connection point on the et tube at approximately 1354. At this point the patient was moving his head back and forth and the oxygen saturation had dropped. The ventilator was alarming. The ICU team arrived at bedside and the patient developed cardiac arrest with pea. As per acls protocol, the patient received two rounds of CPR and two rounds of epinephrine and subsequently achieved rosc. The rhythm was noted to be atrial fibrillation with heart rate between 90-100 beats/min. The patient subsequently developed shock for which the patient was administered pressor support with levophed, vasopressin and stress dosage steroids. The family was updated at the bedside and the code status updated to no CPR. The patient was terminally extubated on (B)(6) at 1723. Reported event: all of the following was reported by customer representative. On 12/20 there was a second event at the same hospital in which an et tube (same catalog number) disconnected where the tube connects to the 15 mm connector. That event occurred while an MRI was being performed on patient. The second patient was extubated, there was no re-intubation, and after a few days the patient was discharged to home. (MDR #3003898360-2023-00103).

Manufacturer narrative:
(B)(4). Section d lot/batch # updated to include lot # 73e2100787. Other remarks: corrected data: section h10 - additional manufacturer narrative has been corrected to clarify the investigation results submitted under MDR 3003898360-2023-00015 submitted (B)(6)2023: the customer returned one unit 5-10114 et tube, cf,7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector appeared to be inserted fully into the tube. The connector is originally assembled partially into the tube to allow for the length of the sheridan close fitting endotracheal tube to be alerted by the clinician if needed. So not seating the connector firmly into the tube before use can result in a looser fit with the et tube after material relaxation during storage. It could not be determined if the connector was seated properly by the clinician immediately prior to this usage during which the disconnection occurred, or if it was re-seated into the tube after the disconnection occurred. The sample was reviewed with r & d engineers. A dimensional inspection was performed on multiple dimensions of the connector. Upon inspection, two measurements were found to be outside of the allowable tolerances for connectors newly molded, prior to assembly into the endotracheal tube. This was most likely due to normal compression after being seated in the tube for a prolonged period of time prior to use. Two unassembled connectors from current production molded within the same mold cavities as the returned connector were also measured and found to be within all specifications. Based on this there is no evidence that suggest the returned connector was out of specifications prior to assembly into the tube. As part of a continuous quality improvement to address potential cases where the user does not re-seat the connector into the tube prior to use as the IFU instructs. Actions have been previously implemented at the manufacturing site to prevent under-insertion of the connector during assembly. A vision system was implemented on (B)(6) 2022 to check for proper insertion depth of the connector on 100% of all et tubes produced of this size. Procedures were also previously updated to add further inspection points and testing during production to ensure connectors are inserted to their et tubes within specification. The returned et tube was manufactured prior to these corrective actions. The device history review for the et tube, cf,7.0 lot# 73e2100787 investigation did not show issues related to the complaint. The IFU for this product, l000623 rev 00, was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1." In conclusion, the root cause of reported complaint of detached - connector could not be confirmed based on the returned sample.